Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's image was 45 degrees upside down. The issue occurred during a transurethral resection of the prostate procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the camera head's image was 45 degrees upside down. The issue occurred during a transurethral resection of the prostate procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: cable flooding. Based on the results of the investigation, a definitive root cause of the reported issue (image issue) could not be determined. It is likely that the watertight function did not function normally due to the cable breakage and "cable flooding" occurred. Olympus will continue to monitor field performance for this device.